Event description:
The account reported the right side rail latch is broken and will not latch. The stretcher is located in the ER of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the right side rail is broken and missing the bushing, nut, screw and release label. The latch is broke and the tech believes it was due to abuse. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The tech replaced the right side rail latch, bushing, screw and nut and the release label to resolve the issue. Based on this info, no further action is required.